Event description:
It was reported that multiple cartridges were leaking from the o-ring. Additionally, it was reported that multiple cartridges were damaged at the o-ring, interrupting insulin delivery. Customer declined to continue troubleshooting with tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.